Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. Upon inspection, it was noticed that the pod was leaking, and the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The received device had the cannula assembly fully deployed. The cause reported event could not be determined. Upon removal of the bottom housing, the hard cannula was observed to be punctured through the exposed portion of the soft cannula. No fluid was found inside the device. When the distal tip was manually occluded, fluid diverted through the puncture. Although the cannula was damaged, the timing and exact cause of the damage are unknown.d4 - serial # updated to (B)(6). D4 - unique identifier (UDI) # updated to (B)(4).